Manufacturer narrative:
Physio-control performed an initial evaluation of the customers device and was unable to verify the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council.

Event description:
The customer reported to physio-control that their device experienced an unexpected shutdown. In this state, the device would not be able to provide defibrillation therapy, if needed. There was no patient harm associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customers device and the cause of the reported issue could not be determined. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer reported to physio-control that their device experienced an unexpected shutdown. In this state, the device would not be able to provide defibrillation therapy, if needed. There was no patient harm associated with the reported event.